Event description:
The customer reported a false positive result with the ID now covid-19 2.0 performed on (B)(6) 2023 on a nasal swab. Confirmation testing via unknown pcr was performed on a nasal swab and generated a negative result (CT value = 40). The customer stated the patient was symptomatic with a fever and sore throat at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number: 192-000j that has a similar product distributed in the us, list number: 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217159 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m217159 and test base part number 192-430 / lot m217159. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m217159 showed that the complaint rate is (B)(4) %. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. H3 other text : single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 performed on (B)(6) 2023 on a nasal swab. Confirmation testing via unknown pcr was performed on a nasal swab and generated a negative result (CT value = 40). The customer stated the patient was symptomatic with a fever and sore throat at the time of testing. No additional patient information, including treatment and outcome, was provided.